Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a cannot access a disposed object error message and logged the user out. The customer indicated that a remote login needs to be arranged in order to troubleshoot and resolve the error. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a cannot access a disposed object error and logged the user out of the application. A technical support specialist accessed the station remotely, reviewed the error, created a database backup, logged into the medapp after multiple authentication attempts, performed a full data synchronization with the sync server, rebooted the station back to the application, and confirmed proper operation by coordinating with it, following data sync 2.0 and created backup using knowledge articles. The system functioned as intended after the technical support specialist troubleshot the device.